Event description:
A) an a-34 warning code appeared on the pump monitor. The failure was reported to medtronic minimed (formerly minimed). The pump was exchanged and the original pump showing the warning code was then overhauled. The medtronic minimed eval of the pump indicated that no problems were detected that caused the a-34 warning. The then overhauled pump was specifically re-checked for any problems that may cause an a-34 warning code to appear. The re-inspection found all to be in good working order. The pump was then returned and immediately returned to service. Sixty datys after the newly overhauled was returned to service, an a-34 warning code again appeared. After calling medtronic minimed again, they wanted to exchange the battery holder but would not confirm that this would rectify the repeated failure. B) the 4 program keys located on the face of the pump changed in the way in which they must be depressed to make entries. Pumps were exchanged for pt several times with various problems and they noted after 7 to 8 months, the manner in which the buttons had to be depressed to make an entry changed markedly. Rather than the smooth even depression pt had become accustomed to for programming, a genuine "peck" was required or the entry would not register or an incorrect entry was made. In discussions with medtronic minimed, they indicated that no such problem has ever been detected. Interestingly, with each pump that pt had over 7 to 8 months with deteriorated buttons, the then exchanged and or overhauled pumps were returned with program key "action" then returned to normal. C) often, the pump(s) alarmed with an a-04 warning code. The a-04 warning code indicates excessive pumping resistance such as from a pinched infusion hose. Medtronic minimed instructed pt to disconnect the infusion hose from the infusion site at the skin and to pump insulin to test if the resistance is in the infusion hose. No blockage or resistance was ever found in the hose or within the entire pump assembly. Each time, the cause of the resistance was found to be at the skin site where the infusion device enters the body. After an a-04 alarm sounded, the insulin reservoir was removed from the pump housing while still connected to the skin site. The plunger of the reservoir was then manually depressed to determine how great the resistance from the skin site is that triggers the alarm and a-04 warning. After repeated testing following each a-04 alarm, the resistance from the plunger of the reservoir was found to be so light that no diabetic administering insulin with a conventional syringe would note any unusual resistance whatsoever. Medtronic minimed agreed that the pressure alarm was set too low. Pt then requested that the a-04 alarm pressure be set to a higher level but they failed to correct the problem. D) in 8/2001, one of the pumps showed an e-03 warning but it never appeared again. On occasion the display showedver soi. After repeated depression of pump buttons to clear the alarm message, the display then showed e-01 as all pump programming was lost except an incomplete default program. After one particular alarm warning, the alarm sounded continuously for about 15 seconds and could not be extinguished. After repeatedly depressing the button the alarm was finally extinguished. It was evident that the button had something to do with not being able to cancel the alarm. The pump's safety check message memory occasionally failed to display an alarm code after a failure such as described above.